Manufacturer narrative:
Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer received pump error 42(drive count error boundaries exceeded after movement), pump error 43(an error in the motor was detected by reading unexpected value from hall sensor), pump error 82(the hrm task did not grant motor power in reasonable time). The customer reported no adverse event. The event involved product(s) mmt-1885. Troubleshooting was performed. Customer was able to clear the alarm and rewind the pump. Error table indicated that the pump needed to be replaced. No harm requiring medical intervention was reported. The customer will discontinue to use the insulin pump. Mmt-1885 was requested and customer response was the device will be returned.

Manufacturer narrative:
Pump passed the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test and self-test. No pump error 82/42/43 alarm noted during testing. Successfully downloaded history files and traces using thump. No pump error 82 alarm was found in the pump history file/trace. Pump error 42 alarm found in the pump history file/trace on (B)(6) 2025 at 22:15:10. Pump error 43 alarm found in the pump history file/trace on (B)(6) 2025 at 16:36:00. Pump was cut open to perform visual inspection and found no physical or moisture damage to the force sensor assembly, electronic assembly, or motor assembly. Test sc1-cap locked properly into reservoir compartment during testing. The following were noted during visual inspection: scratched case. Pump error 82 alarm was not confirmed. Pump error 42/43 alarm was confirmed in the pump history and isolated to the motor. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.